Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that an overvoltage protection (ovp) failure occurred. There was no patient involvement at the time the issue was discovered. The reported issue was discovered during a performance verification test (pvt). Onsite service is pending.

Manufacturer narrative:
At a later time, the proposed service was cancelled by the customer. No further service was provided, and no further information was obtained. The investigation concludes that no further action is required at this time. If additional information is received, a supplemental report will be submitted.